Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer¿s blood glucose level was 411 mg/dl at the time of incident and current blood glucose level was 402 mg/dl. Customer¿s other blood glucose level was 408 mg/dl and 271 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level and low blood glucose level episodes. Customer was treated with manual injection and insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was performed displacement test and the test results was passed. Customer declined to perform the high pressure test. Troubleshooting was performed. The device will not be returned for analysis.